Event description:
It was reported that during unknown timing the device required an unknown repair. Unknown patient involvement or impact. At investigation it was noted that motor speeds were unstable. Due diligence is complete as no additional information was indicated. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the machined head and hinge were damaged, the handle screw was broken, the reciprocating arm was worn, and the swivel was corroded; however, the repair has not yet been completed due to material hold. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: france.